Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 1 of 2. Customer reports two events of false negative results that were obtained when she used anti-igg gel card lot 031417001-53 exp 12/25/17 during testing of two api proficiency samples. During troubleshooting discussions with orthocare, customer discovered the issues could have been due to their failure to follow manufacturer's instructions. Event #1: customer did a crossmatch with plasma sample ID# ser-10 and donor cells ID# dnr and the crossmatch result was negative. The donor cells were diluted to 0.8% in mts diluent 2 event#2: customer did an antibody screening with plasma sample ID# 5 against 0.8% surgiscreen result was negative. After she received the answers to the proficiency on (B)(6) 2017 and realized her answers for the samples above were incorrect, the testing was repeated using same reagent lot numbers. The correct positive (3+ grading) results were obtained for both samples. Orthocare reviewed the instructions for use of the anti-igg gel cards with the customer. She admits not incubating the gel cards for 15 minutes as recommended. It has been their practice to only perform a 10 minute time limit for the incubation. The instructions for use were emailed and she will change her testing procedures to be in adherence with the IFU. Incubator temperature requirements were also reviewed. Customer had documented temperature recording for their unit as 34.5 degress celsius, not realizing the acceptable range is 35-39 degrees. The customer has never done routine maintenance of the unit as instructed in the user's guide. She was not aware of the proper temperature check procedure that is in the guide. Orthocare emailed the document for her reference. Customer agreed this could have contributed to the false negative results as well. Issue started on: (B)(6) 2017: frequency: two samples affected. Methodology used: manual gel method. Incubation time (for manual test only): 10 minutes. Customer was expecting: positive. Test repeated: see above for details. Qc data: qc passed on the days of testing with all reagents used. Cards storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling:as per IFU. Customer inquired if other customers reported same results for the samples she tested. Orthocare reviewed prior complaints for the lot numbers involved and provided the information. Customer was satisfied with documentation of their concern and agreed to align their practices with the manufacturer's instructions. Customer confirmed receipt of the emailed documents and agreed to call back should issues arise.